Event description:
Coil unraveled during removal. This pt was undergoing coil embolization of the gastro-duodenum artery. There was no calcification, but it is unk if the vessel was tortuous. The coil was advanced through the microcatheter (prowler 14 toward the target, but the physician-felt friction between the coil and the mc at the middle of the catheter. He withdrew the coil, but it was noted the coil had unraveled. Therefore, the physician withdrew both mc and the coil as one unit. Another coil was used and the procedure was successfully completed. It is unk whether new microcatheter was used, or the same catheter was used again after the unraveled coil was removed. There was no adverse event, and the pt is in stable condition. The delivery system inspected upon opening the packaging and no kink/compression was noted on the delivery system. The gw was advanced into the mc without difficulty. The mc was flushed with heparinized solution prior to use. Continuous flush was maintained within the mc.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established mfg requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan, including coil subassembly inspection areas per test results. Add'l info will be submitted within 30 days upon receipt.